Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported via hot line call that the registered nurse (rn) in the intensive care unit (ICU) spoke to the senior systems verification and validation engineer (svve) in reference to a pump alarming "helium loss." The patient (pt.) Had an iab-05830-lws ((B)(4)) inserted via the right femoral artery via a sheath while in the cath lab. Pt. Was taken to the ICU. Pt. Was restless. According to the rn there was one helium loss alarm. There was no blood in the iab tubing and no apparent kink. The rn described the bpw (balloon pressure waveform) as squared off. They discussed that at the time of the alarm most likely the iab was somewhat kinked due to the patient's restlessness. Pump currently pumping without issue. At 1630 the rn called back and stated that she was still getting helium loss alarms. The pt. Was sedated. The bpw was described as square. The svve had her reduce the volume by 2cc and the bpw did look more like a chair; however, the alarm occurred again. They have recently done a chest x-ray and the rn will check the iab position. The svve gave the rn her fax number to send strips; strips were not received. The svve was able to contact the clinical support specialist (css) and turned the call over to her. When the css spoke to the rn, the rn told her that they had tried to fax strips to the svve, but they did not go through. The css had the rn text a picture of the strips to her. Pt. Is 5'5" with a 30 cc fiberoptix sensor (fos) iab in place. Pt. Was found in cardiac arrest and also in right ventricular failure. Initially pt. Was in a sinus tachycardia with a rate of 100 plus. They began getting helium loss alarms shortly after pt. Arrived to the unit from the cath lab. There was no sign of blood in the tubing. The strips showed helium loss 2 alarms, the volume was at 30 cc and there was a slight step-up on the bpw at the baseline. The svve had them decrease the volume to 26 cc. They have had one alarm since decreasing the volume. The css had the rn text a couple of pictures. The patient's heart rate was now in the lower 70's. The step-up on the baseline of the bpw was less pronounced. The pump was in autopilot. The fos was zeroed in the cath lab, and the timing was appropriate. The rn also stated, that they have been able to titrate the levophed off the pt. The hemodynamic readings on 1:1 show a map of 100. The css asked the rn to check to see if there was a steep angle of insertion and she does not believe that it is. The css explained that there may have been a slight kink to the catheter or the pt. Was clamped down with the pressor and that was causing trouble with the transition of the helium. Now that the volume is decreased they are not getting any alarms and they have discontinued the pressor. The helium is transitioning better. At 3:46 pm mdt, the rn called back and stated that they had started to get the alarms again. Pt. Is still sedated and not moving. The rn sent the css two pictures of the alarms strips. They are helium loss 2 alarms. The css then assisted the rn in performing an internal leak test on the balloon. When the rn clamped at the groin site, the bpw baseline dropped. When the rn clamped near the pump, the bpw dropped below the baseline. The css and rn determined that the pump may have an internal leak. The rn obtained a second pump and she switched the balloon over to the second pump. In switching the fiberoptix (fos), the rn no longer is getting a waveform from the fos. The rn did not get an audible tone or icon change. The icon is a black "light bulb" in a blue square (fiberoptix iab not corrected). The rn tried connecting the fos back to the first pump and she does not get an audible tone or icon change. The second pump is utilizing the transducer waveform and it is timing appropriately in autopilot. The rn also has the balloon back to 30 cc on the second pump. After 10 minutes, there have not been any alarms on the second pump. The rn noted that the augmentation is reading 200. The css had the rn decrease the volume back to 26 cc. The augmentation is now lower and the bpw plateau is within 40 mmhg of augmentation. The rn is still getting good map. The css advised the rn to have the iab position checked on the x-ray. They also have the pump on 1:2 now since the physician is going to try and wean pt. From the pump. At 5 pm mdt, the pump was still pumping in 1:2 on the second pump without alarms. The rn will send the first pump to the biomed department. The s/n of second pump is: (B)(4). Pt. Outcome is listed as stable.

Manufacturer narrative:
(B)(4). Additional information: reported per field service: symptom - pump alarmed helium loss #2 while on patient. Findings / action taken: pump assembly was sent to and replaced by hospital biomed. Evaluation: no intra-aortic balloon pump (iabp) parts or recorder strips were returned to teleflex (B)(4) for evaluation. A device history record review was conducted for the iabp and pump assembly serial/lot numbers with no relevant findings. The devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "helium loss alarm" is not confirmed. No parts were returned to teleflex facility for evaluation, as of 10/14/15. The cause of the reported complaint could not be determined.

Event description:
It was reported via hot line call that the registered nurse (rn) in the intensive care unit (ICU) spoke to the senior systems verification and validation engineer (svve) in reference to a pump alarming "helium loss." The patient (pt.) Had an iab-05830-lws (s/n (B)(4)) inserted via the right femoral artery via a sheath while in the cath lab. Pt. Was taken to the ICU. Pt. Was restless. According to the rn there was one helium loss alarm. There was no blood in the iab tubing and no apparent kink. The rn described the bpw (balloon pressure waveform) as squared off. They discussed that at the time of the alarm most likely the iab was somewhat kinked due to the pt.'s restlessness. Pump currently pumping without issue. At 1630 the rn called back and stated that she was still getting helium loss alarms. The pt. Was sedated. The bpw was described as square. The svve had her reduce the volume by 2cc and the bpw did look more like a chair; however, the alarm occurred again. They have recently done a chest x-ray and the rn will check the iab position. The svve gave the rn her fax number to send strips; strips were not received. The svve was able to contact the clinical support specialist (css) and turned the call over to her. When the css spoke to the rn, the rn told her that they had tried to fax strips to the svve, but they did not go through. The css had the rn text a picture of the strips to her. Pt. Is (B)(6) with a 30 cc fiberoptix sensor (fos) iab in place. Pt. Was found in cardiac arrest and also in right ventricular failure. Initially pt. Was in a sinus tachycardia with a rate of 100 plus. They began getting helium loss alarms shortly after pt. Arrived to the unit from the cath lab. There was no sign of blood in the tubing. The strips showed helium loss 2 alarms, the volume was at 30 cc and there was a slight step-up on the bpw at the baseline. The svve had them decrease the volume to 26 cc. They have had one alarm since decreasing the volume. The css had the rn text a couple of pictures. The pt.'s heart rate was now in the lower 70's. The step-up on the baseline of the bpw was less pronounced. The pump was in autopilot. The fos was zeroed in the cath lab, and the timing was appropriate. The rn also stated, that they have been able to titrate the levophed off the pt. The hemodynamic readings on 1:1 show a map of 100. The css asked the rn to check to see if there was a steep angle of insertion and she does not believe that it is. The css explained that there may have been a slight kink to the catheter or the pt. Was clamped down with the pressor and that was causing trouble with the transition of the helium. Now that the volume is decreased they are not getting any alarms and they have discontinued the pressor. The helium is transitioning better. At 3:46 pm mdt, the rn called back and stated that they had started to get the alarms again. Pt. Is still sedated and not moving. The rn sent the css two pictures of the alarms strips. They are helium loss 2 alarms. The css then assisted the rn in performing an internal leak test on the balloon. When the rn clamped at the groin site, the bpw baseline dropped. When the rn clamped near the pump, the bpw dropped below the baseline. The css and rn determined that the pump may have an internal leak. The rn obtained a second pump and she switched the balloon over to the second pump. In switching the fiberoptix (fos), the rn no longer is getting a waveform from the fos. The rn did not get an audible tone or icon change. The icon is a black "light bulb" in a blue square (fiberoptix iab not corrected). The rn tried connecting the fos back to the first pump and she does not get an audible tone or icon change. The second pump is utilizing the transducer waveform and it is timing appropriately in autopilot. The rn also has the balloon back to 30 cc on the second pump. After 10 minutes, there have not been any alarms on the second pump. The rn noted that the augmentation is reading 200. The css had the rn decrease the volume back to 26 cc. The augmentation is now lower and the bpw plateau is within 40 mmhg of augmentation. The rn is still getting good map. The css advised the rn to have the iab position checked on the x-ray. They also have the pump on 1:2 now since the physician is going to try and wean pt. From the pump. At 5 pm mdt, the pump was still pumping in 1:2 on the second pump without alarms. The rn will send the first pump to the biomed department. The s/n of second pump is: (B)(4). Pt. Outcome is listed as stable.